Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for high blood glucose. The customer stated he woke up with a blood glucose of 594 mg/dl. Customer was treated at the hospital with insulin injections. Customer's blood glucose at the time of the call was 190 mg/dl. Customer had troubleshooting done for high blood glucose. The customer stated he was not in an accident. Troubleshooting did not find any physical damage to the customer's insulin pump. Customer is advised to change his entire infusion set, reservoir, and insulin. No additional information is provided.